Event description:
Event description guidant received information that during a routine follow up, this chronic ventricular implantable lead exhibited an out of range shocking impedance measurement when a commanded shock was delivered in order to treat atrial fibrillation. Noise was exhibited on both the rate/sense and shock electrogram channels. The distal conductor coil of this lead was found to be damaged. This lead may have caused damage to the chronic cardiac resynchronization therapy defibrillator (crt-d) as a low impedance measurement warning was displayed when the device was connected to a new ventricular implantable lead.